Event description:
Incorrect low and zero patient results may occur with this reagent on the hitachi modular p analyzer. Rotation of the instrument reagent compartment can cause a bubble to form in the neck of the reagent bottle causing premature liquid level detection and short sampling of the reagent. This issue appears to be related to fill volume, viscosity, and bottle neck design.